Event description:
It was reported that during a sfa procedure (off-label use), the end of the stent hung up at the end of the delivery system. The doctor tried tightening the touhy and twisting the delivery system, enabling deployment of the stent without further complications being reported.